Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the doppler of the cs300 intra-aortic balloon pump (iabp) was not working. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected field: h4 (manufacture date).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the doppler and screw concealment label. The stm completed the pm and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the doppler of the cs300 intra-aortic balloon pump (iabp) was not working. There was no patient involvement, thus no adverse event was reported.